Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side implant exchange with no complaint against the device. Healthcare professional, later reported, deflation. The device has been explanted.

Event description:
Healthcare professional reported, a right side implant exchange with no complaint against the device. Healthcare professional, later reported, deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.